Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("left device was not found in ultrasound; migrated and embedded in uterus"), device breakage ("left device broke into 3 pieces"), genital haemorrhage ("severe bleeding; blood loss") and anaemia ("anemia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding and parity 2. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, disability, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia (seriousness criterion medically significant) with asthenia, fatigue ("fatigue"), menorrhagia ("period was a hell"), abdominal pain lower ("bad cramping"), dizziness ("dizzy all the time"), asthenia ("no energy/I am so weak from all the blood loss."), abdominal distension ("bloating") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("extreme weight gain ; 30 pounds in 6 months"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, genital haemorrhage, anaemia, fatigue, menorrhagia, abdominal pain lower, weight increased, dizziness, asthenia, abdominal distension and vitamin d deficiency outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anaemia, asthenia, device breakage, dizziness, embedded device, fatigue, genital haemorrhage, menorrhagia, vitamin d deficiency and weight increased with essure. The reporter commented: injuries (disability and hospitalization) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: couldn't find the left one. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 30-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (reference number: mw5080778) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("left device was not found in ultrasound ; migrated and embedded in uterus"), device breakage ("left device broke into 3 pieces"), genital haemorrhage ("severe bleeding ; blood loss") and anaemia ("anemia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast feeding and parity 2. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria hospitalization, disability, medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia (seriousness criterion medically significant) with asthenia, fatigue ("fatigue"), menorrhagia ("period was a hell"), abdominal pain lower ("bad cramping"), weight increased ("extreme weight gain ; (B)(6) in 6 months"), dizziness ("dizzy all the time"), asthenia ("no energy/I am so weak from all the blood loss."), abdominal distension ("bloating") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (hysterectomy).essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, genital haemorrhage, anaemia, fatigue, menorrhagia, abdominal pain lower, weight increased, dizziness, asthenia, abdominal distension and vitamin d deficiency outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, anaemia, asthenia, device breakage, dizziness, embedded device, fatigue, genital haemorrhage, menorrhagia, vitamin d deficiency and weight increased with essure. The reporter commented: injuries ( disability and hospitalization) were mentioned but not specified and /or assigned to one of the events. Diagnostic results: sonogram -couldn't find the left one. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.